Event description:
Nurse put in IV and pulled out needle. Was unable to disconnect needle from IV even with help from a second nurse. IV needed to be removed and patient had to be stuck for an IV due to product malfunction.